Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level when they did the blousing with 10 units of insulin. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer was not using auto mode feature at the time of incidence. Customer did not allege that the insulin pump was under delivering. Customer treated with manual injection. The insulin pump will not be returned for analysis.